Manufacturer narrative:
Explant date: not applicable; lens remains implanted at the time of submitting the MDR. (B)(6). The device was not returned for evaluation; however, a photo was provided by the customer. Visual inspection of a photo revealed that a foreign particle was observed on a sterile packaging. Reportedly, the physician removed the foreign particle from the optic and then used the lens. Therefore, the reported complaint of foreign material is confirmed.

Manufacturer narrative:
(B)(4). The manufacturing records for the intraocular lens (iol) were reviewed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in change control system was done during the period when this lens was manufactured and did not show any change in manufacturing method, inspections, or specifications that could be related to the complaint reported. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that once a physician opened a pouch/wheel, the physician found foreign particle on the optic. The physician removed the foreign particle from the optic and then used the lens. Therefore, the suspect product will not be returned for the investigation. Reportedly, there was no patient injury.